Manufacturer narrative:
A ge service representative performed an on site investigation. The brakes were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the flip flop brake on the 9800 system would not hold. No patient injury was reported.